Event description:
It was reported the patient needs to inject chemotherapeutics and uses peripherally intubated central venous catheters to establish venous access on (B)(6) 2021. During the catheterization process, the decompression sleeve cannot be connected to the catheter, resulting in prolonged catheterization time. The management personnel changed the trimming method of the catheter and reconnected it, and the catheter placement was successfully completed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0604 showed four other similar product complaint(s) from this lot number.